Event description:
My daughter was diagnosed on (B)(6), 2010 with type 1 diabetes, at eight weeks of age. She requires continuous insulin infusion therapy. She was placed on the animas ping pump at that time. In (B)(6) 2010, we experienced the first issue with the animas pump. The reservoir cap became dislodged, inadvertently dispensing an unk amount of insulin to the baby, causing a hypoglycemic event. Blood sugar level in the low 30's. This again happened in april at that time blood sugar was in the 40's. I reported the event on (B)(6), 2010 to animas, spoke to rep (B)(6), who informed me that this was the first she had heard of this happening, and it must be the baby tampering with the pump. Her recommendation was to purchase a lock type pump case, or that the reservoir cap must be stripped. The same week, I met with (B)(6), animas pump rep at the physicians office, at that time she inspected pump and found no stripping or defect in pump. "She was not sure what the problem was. It could be motion." We continued to use pump, with several more episodes of the cap becoming dislodged. In (B)(6), the pump was replaced due to insulin leakage caused by myself, and was told at that time by (B)(6) (telephone 24 hour consultant), that it should have been replaced with the first complaint. We have a new pump with locked case, we are still continuing to have the reservoir cap become dislodged, the pump loses prime and no insulin is delivered, or if the reservoir is pushed on, it will deliver inadvertent unk amounts of insulin, causing either hypoglycemic or hyperglycemic events. Pump is not safe. Reservoir cap is faulty.